Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that while checking the temperature values, the nurse saw a sensica device that hesitated from changing between two screens for 30 seconds when the expected change was almost instant. Nurse conveyed that they prepped this unit for a patient that wasn't transferred yet, they were on the screen that checked to see if the tube, bag, and ring are connected. Even though no tube was inserted into the tubing holder the tube check mark was selected for a brief period before going back to not being checked.

Event description:
It was reported that a temperature displayed lower than the associated axillary temperature. Sensica was displaying that temperature was not connected, even though the temperature sensing foley was fully inserted. Checked sensica connection with temperature simulator tool (ysi 400 thermistor set) at the temperature of 26.6c, 33.0c, and 38.0c and the sensica was reporting temperatures within the accuracy of +/- 0.1c. While checking the temperature values as shown above, the unit that hesitated from changing between two screens for approximately 30 seconds when the expected change was almost instant. Nurse conveyed that they prepped this unit for a patient that wasn't transferred yet, they were on the screen that checks to see if the tube, bag, and ring are connected. Even though no tube was inserted into the tubing holder the tube check mark was selected for a brief period of time before going back to not being checked.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. Per input from senior engineer, a potential root cause is temporary object in tube holder window. However this cannot be confirmed. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: make sure the plastic hook(s) on the bag are fully opened. Hang the bag from the bd sensica¿ ring. Once the bag is hung on the bd sensica¿ ring, a green check mark will appear next to the ¿bag attached¿ step on the monitoring session start screen. Insert the drainage tubing into the tube holder on the left side of the system. The tube holder provides stability for the drainage tube and bag, ensuring accuracy of urine output measurement. First, make sure the bd sensica¿ urine output system is placed where there is the greatest amount of slack in the tubing. To insert, line up the tube band with the tube holder window. Squeeze the tubing and push it into the holder. Stabilize system while inserting tubing to ensure that the system does not tip over. Once the tubing is inserted into the tube holder window, a green check mark will appear next to the ¿tube attached¿ step on the monitor session start screen. After all three boxes are checked, the system will automatically begin a calibration process, followed by the tube compliance process. Note: it may take several seconds for system to recognize that all actions have been completed. Once the start-up is completed, the system will begin measuring urine output. At this point, the initial urine in the bag can be added through the calculator feature, if desired (see section 5.6: adding initial urine for more information)." Correction: g h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned